Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2023, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. On (B)(6) 2023, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.